Manufacturer narrative:
The device has not been returned. When the device is returned an investigation will be carried out and a supplemental report will be submitted. This is the third of seven implant complaints, see manufacturer report for the remaining complaint: 3011649314-2020-00645, 3011649314-2020-00646, 3011649314-2020-00648, 3011649314-2020-00649, 3011649314-2020-00650, and 3011649314-2020-00651.

Event description:
It was reported the hahn tapered implant failed. The patient has bone type iii and a history of sinus infections and extensive sinus surgery. The patient presented on (B)(6) 2019 for primary procedure on tooth #5. On (B)(6) 2020 the patient returned after having several sinus surgeries resulting in the draining of an infection. The provider notes that the surgeon believed the implant would remain seated. However, while attempting to complete the restoration and upon examination the provider notes a loss of osseointegration and general bone loss. It was at that time the device was removed. It was noted the patients current status as "satisfactory".